Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and enterococcus gallinarum was identified on the suction channel. The obtained results are in conformance with the requirements. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii duodenovideoscope, tested positive for enterococcus gallinarum on the suction channel. The issue was found during a routine culture of the scope. According to the customer, the device had recently been serviced and had already undergone reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to g2 to add the foreign country germany. Correction to h10 of the initial. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and no bacterial growth was confirmed. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation. The connecting tube, grip unit and control knobs were scratched and the air / water and suction cylinder nuts were peeling. However, these defects are not considered severe enough to cause a potential adverse event. An additional defect of the device was noted during investigation where foreign matter adhered to the biopsy port even after correct reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the suggested event of foreign matter adhered to the biopsy port, it is likely that reprocessing by the facility differed from the IFU recommendations. The following is included in the IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.". Olympus will continue to monitor field performance for this device.